Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team provided information for resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise. The customer acknowledged and understood these instructions.